Manufacturer narrative:
The device associated with this report is included in the alternative summary report (B)(4) submitted on 31 october, 2014. The initial MDR was submitted in error. (B)(4).

Manufacturer narrative:
The date of the event is unknown. Device not being returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that after having performed an anterior cruciate ligament meniscal repair using scr biorci-ha 10x25 sterile a revision surgery indicated that the patient had fluid build-up and the area around the screw was required to be debrided. It is unknown if there was a procedural delay.